Event description:
It was reported that in 2016, this right ventricular (rv) lead was explanted and replaced to do an unspecified lead defect. Information has been requested regarding the specific allegations, but a response has not yet been received. No additional adverse patient effects were reported.

Event description:
It was reported that in 2016, this right ventricular (rv) lead was explanted and replaced to do an unspecified lead defect. It was stated that there was no information available regarding the reason for explant. No additional adverse patient effects were reported and the lead was never received for analysis.